Manufacturer narrative:
The employee did not miss any work and the facility continued to use their system 1e. The scope present during the time of the event was reprocessed before use in a patient procedure. The user facility could not confirm if the employee was wearing proper ppe, however past observation of the employee indicated that she was only wearing gloves. A steris service technician arrived on site, inspected the unit, and found that an unknown party had incorrectly connected the water supply hose to the unit's outlet connection rather than the unit's inlet connection. The technician also found that the unit's prv was installed in an incorrect orientation. The system 1e operator's manual (pg 1-2) states "contact with or inhalation of the inert powdered ingredients in the outer cup of s40 sterilant concentrate may cause irritation to eye, skin or respiratory system." The system 1e operator's manual (pg7-1) also states "under normal use conditions, users are not exposed to the liquid contents of s40 sterilant concentrate. In the unlikely event that the user may be exposed while inserting the sterilant container into the system 1e processor, it is suggested that, as a precautionary measure, personal protective equipment (ppe) be worn. Recommended ppe consists of chemical-resistant gloves, goggles, and an apron, preferably with arm protection." The technician properly connected the water supply hose to the unit's inlet connection, reassembled the unit's prv in the correct orientation, replaced both the pre a and pre b filters, recalibrated the pressure transducer, and confirmed the unit to be operating according to specification. In-service training was offered by steris and the customer stated they would consider and call back when they have time available to do so. The unit is not under steris contract for preventative maintenance services.

Event description:
The user facility reported that a system 1e processing cycle aborted due to low temperature. An employee opened the lid on the system 1e processor inhaled white powder and experienced irritation. Medical treatment was sought.